Event description:
It was reported that the patient went through a courthouse security gate (with the device turned on) and started having issues about a day or so after going through the courthouse security gate. It was indicated that there was stimulation in the wrong location. It was further indicated that it was vibrating around the patient's kidney area a lot when the patient was standing. The vibration around the kidney area started within the week prior to the initial report, and the symptoms reported had a gradual onset. The patient tried decreasing the stimulation so it could decrease the spread to other areas. The patient did not know what he could do to get it fixed. The patient was redirected to the healthcare provider for further follow-up. The interventions and patient outcome of the issue remains unknown. However, additional follow-up was conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).